Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s keypad was found to be torn over the contrast button. The contrast button was unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow and ok buttons responded appropriately. The keypad was removed and evidence of contamination was found under all button contacts. The contrast button contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).